Manufacturer narrative:
Eval summary: the product was not returned to analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the pt reporting blurred vision. The lens was noted to be dislocated to the sulcus and causing pigmentary dispersion syndrome. The surgeon noted the capsulorhexis was too big to keep the iol in place. In a f/u, the surgeon reported the pt was treated with intraocular pressure (iop) lowering medications, followed by the lens exchange. In the opinion of the surgeon, the device did not cause or contribute to the event. The event resolved following the exchange procedure.